Event description:
It was reported that "surgeon had placed the trochanteric gamma nail, had run the k-wire into the femoral head, and when he attempted to run the lag screw step drill over the k-wire it would not pass. He removed the drill and hammered a ball tipped guide wire (not the ball end) down the shaft of the drill and a bunch of old, blackened blood and bone from a previous surgery came out of the drill, all over the back up table. The case came to a halt, the contaminated pieces were removed, the lag screw step drill was hand cleaned and flashed to finish the case."

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.